Manufacturer narrative:
Additional information: h6, h11. H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused magnesium sulfate during therapy. The infusion was programmed for 30.5 ml/h and was supposed to infuse over 2 hours but finished in 1. 5 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available. No additional information is available.